Event description:
It was reported that; pt experienced pain, swelling, difficulty walking, difficulty climbing stirs and difficulty lifting. Pt stated that the reason for revision surgery was "the thing that goes in the femur was loose" pt had revision surgery on (B)(6) 2010.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.